Event description:
It was reported that the patient's merlin@home transmitter cord got extremely hot which resulted in exposed wires. The patient was instructed to discontinue use, and a replacement transmitter was ordered. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on march 25, 2025.

Manufacturer narrative:
The field complaint of the power cord being hot due to exposed wires was verified. A visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter, but there was severe damage to the power cord where wires were exposed. There was no damage noted on the outer plastic housing of the transmitter. The heavily damaged power cord that had exposed wires caused the increase in heat and the power failure.